Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was non-sustained right ventricular oversensing episode and also apparent loss of ventricular capture. Programming changes were performed. Patient was stable.